Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 40 mg/dl. The cause of low bg was unknown. The customer consumed carbohydrates, but ultimately received third party assistance from emergency medical services (ems), who provided dextrose and intravenous (IV) treatment to address bg. The customer could not remember what fluids were provided with the IV. Recommendation was made to consult with a healthcare provider to discuss diabetes management.